Manufacturer narrative:
(B)(4). Batch # r92u29. Investigation summary: the device was returned with no apparent damage. Due to the condition of the device functional tests could not be performed, therefore "communications issues and unspecified alert screen received" as reported by the customer could not be confirmed. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. When the device was disassembled and it was found that there was a cracked internal component; the y-link. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that after using the device for a while, gen11 is unable to recognize the device, asking to test the device. But harhd36 does not need testing to initialize its use. Even after testing, the gen11 is unable to recognize the device, leaving the device unusable. No patient consequence reported.